Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on a visual inspection of the returned device and on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 3.0 x 15 mm xience xpedition was successfully implanted; however, post-procedure the hub detached from the hypotube. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.